Event description:
The customer reports the issue was noticed during preparation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, d9, e1, e2, e3, e4, g2, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cannot be focused. The event occurred during reprocessing. There were no reports of patient involvement.